Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the monitor settings were reviewed, and settings looked good. The customer confirmed the cables were connected properly; however, the cables were fit too tightly. The customer was advised to loosen the cables and the image came back. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the high-definition lcd monitor had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. The manufacturing date is apr 18, 2012. A review of the device history record found no deviations that could have caused or contributed to the reported issue.. Based on the results of the investigation, no image on monitor occurred due to faulty cable. The cause of defective cable could not be identified. Olympus will continue to monitor field performance for this device.